Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) with a medical history of parkinson's disease and renal failure. It was reported that during a follow-up visit the patient's physician noted fast battery depletion. It was stated that it was unclear at the time of the report if this is a true event, and that further discussion with the site investigator is required to know if the battery showed abnormal depletion. There were no symptoms reported. No further complications were reported or anticipated. Additional information received on (B)(6) 2017 confirmed that the battery depleted abnormally which was confirmed by diagnostic testing on (B)(6) 2017 . The patient was hospitalized as a result with the device explanted/replaced on (B)(6) 2017 , resolving the issue without sequelae. The etiology was noted as related to the device or therapy and not related to the implant procedure. The sings symptoms were stated as the patient questioning a "delay replacement battery" seen on the programmer, with the device at 2.54 volts at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was clarified that the event did not result in medical or surgical intervention to prevent life threatening illness, injury, or permanent impairment to a body structure or body function.

Event description:
Additional information was received. The seriousness was updated to include that the even resulted in medical or surgical intervention to prevent life threatening illness, injury, or permanent impairment to a body structure or body function. The cause of the fast battery depletion was not known. The ins did reach eri, but no further information was available. No further complications were reported.